Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: the IV tubing is broken. The part of the tubing that is coupled together was not connected.

Manufacturer narrative:
No product or photo was returned by the customer for investigation. It was reported by the customer that the tubing is broken and not connected where it is supposed to be could not be verified due to the product not being returned for failure investigation. A device history record review for model 2452-0007 and lot number 22095323 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.